Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient fell on their backside 6 months prior to the report and has had trouble charging ever since. The ins depleted and the patient experienced a return of pain. The patient did not have an hcp but would alert the rep when they found one. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the recharging problem was not determined. They stated that the patient has not reached out to them since their initial conversation. The rep noted that no steps have been taken to resolve the issue at this time. No further complications were reported or anticipated.